Event description:
It was reported that they had to have surgery done last week to fix the ins battery. Pt said they had to do a "pocket reversal". Pt noticed they were having some breathing problem and their side had started hurting. Pt said it was the 3rd time their side had started hurting since it was implanted. Pss inquired about when they first started experiencing the issue and pt said it might have been in 2021 but was unsure. Pss documenting information given during call. Patient just had it turned back on yesterday. Pt said they were told to recharge the device therefore, they recharged both the controller and ins (pt said they were at 90%). Pt said the ins was working at the spine and they could feel the stimulation down the arm, wrist, hand and fingers but now they cannot feel anything and on the controller were seeing the no device found screen. Pt said their ins was still at 90%, however, pt could not confirm at the controller would not connect to the ins without the rtm and pt did not have rtm available on the call. Pt mentioned that they had called in with controller issues previously and their rep had advised them to use the controller until they could no longer use it at all. An email was sent to the repair department to replace the controller. Pt will try controller replacement and if that does not resolve their issue, they will follow up with their rep/hcp for further assistance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Rep reported patient had a pocket revision and implantable neurostimulator (ins) is back in the pocket but still maybe tilted. When setting up adaptivestim, positions are not recognized appropriately. Ts reviewed that orientation will have be done again because ins position was changed with revision. The manufacturer representative (rep) reported that the ins was not tilted, and the pt was able to charge once their adaptive stim was set up properly.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.